Manufacturer narrative:
Product complaint # : (B)(4). The device associated with the reported event was not returned for evaluation. Review of a provided photograph did not confirm the reported breakage; however, the review found device wear from normal use and servicing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the screwdriver was noted to have broken off.

Manufacturer narrative:
The complaint description states that a corail slap hammer was damaged and was missing the thread from the end of adapter. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.